Event description:
Customer stated they received a blood glucose result of 89mg/dl. The customer felt like they were having low blood symptoms, they were lethargic. Their family member called paramedics and they arrived and tested and received a result of 44mg/dl. The paramedics gave the custoemr paste on their tongue and orange juice to drink. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.